Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device and the reported failure to deploy, difficult to position the knot and difficult to remove the closure device could not be replicated/confirmed in a testing environment as all components were not returned for analysis. A conclusive cause for the reported failure to deploy, difficult to position the knot and difficult to remove the closure device could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary angioplasty procedure. Reportedly, the proglide suture would not click out of the o-ring. The proglide device could not be removed. The proglide suture was pushed out manually while checking for a problem. It was not possible to advance the knot. The proglide suture was cut and removed and the proglide device was removed from the anatomy. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.